Event description:
It was reported that arteriotomy closure of the moderately calcified right common femoral artery was attempted after a peripheral vascular atherectomy procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide was used to achieve hemostasis. The physician indicated he believes the calcification was possibly related to the cuff miss. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported cuff miss and associated patient effects could not be determined; however, the patient moderate calcification in the right common femoral artery may have been a contributing factor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Patient reported to be in mid seventies. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.